Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, the tip on the harmonic ace instrument broke and a fragment fell inside a patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Additionally, a post-operative x-ray was performed. However, the results of the imaging are unknown. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.